Manufacturer narrative:
Explantation date: (B)(6) 2023 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year old caucasian female patient underwent breast augmentation with two unspecified mentor smooth saline breast prostheses and suffered bilateral breast capsular contractures (baker grade IV on the left and baker grade iii on the right), post-operatively. As a result, the patient has been scheduled for bilateral breast explantation surgery on (B)(6) 2023. This medwatch form is for the right breast prosthesis.